Manufacturer narrative:
(B)(6). Manufacturer year 2014. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a dense cataract procedure on the right operative eye, a radial tear occurred that extended through the posterior capsule when using the signature whitestar console and the catalys laser equipment. It was reported the procedure was delayed for approximately 1 hour. It was reported the catalys procedure was performed prior to lens removal but was performed without issue or errors. The catalys report shows properly identified surfaces during oct and laser firing. The incident occurred during the quadrant removal. The cataract lens material was removed, and a vitrectomy was performed. A 3-piece intraocular lens was implanted and placed in the sulcus. The surgery center reported it unknown how the radial tear occurred but does not believe the whitestar or catalys system contributed to the event. The patient is expected to have a normal recovery. This report is for the catalys laser. A separate report has been submitted for the phaco system.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is 01/23/2014.